Event description:
It was reported that oversensing and noise was noted on the right ventricular (rv) lead after a shock delivery. This patient received an appropriate shock, however oversensing and noise artifact with a non-physiological origin were noted on the rv lead and shock electrogram (egm) after the shock was delivered. Though no impedance changes were noted at this time, there is high frequency detection noted on stored histograms, and lead damage is suspected. Technical services (ts) recommended troubleshooting. This rv lead remains in-service. No adverse patient effects were reported.